Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, initial puncture was not successful. However, the physician did not see catheter in the jejunal lumen so the device was pulled back into the scope, and re-punctured in a different location with successful placement. Post stent placement, patient experienced abdominal pain. A computed tomography (CT) scan was performed and showed no signs of perforation or air in the abdomen. Patient was later admitted to the intensive care unit (ICU) for hypotension, and the patient passed away. In the physician's assessment, the cause of death was pulmonary embolism.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf impact code f2202 captures the reportable event of cre dilation post stent placement. Imdrf impact code f2203 captures the reportable event of CT scan showed no sign of perforation. Imdrf impact code f0801 captures the reportable event of patient was later admitted to ICU. Imdrf impact code f02 captures the reportable event of patient passed away.

Manufacturer narrative:
Note: blocks b5 and h6 (patient codes) have been updated following a medical review confirming that the autopsy showed a large hemoperitoneum not an embolism. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e0506 captures the reportable hemoperitoneum. Imdrf impact code f2202 captures the reportable event of cre dilation post stent placement. Imdrf impact code f2203 captures the reportable event of CT scan showed no sign of perforation. Imdrf impact code f0801 captures the reportable event of patient was later admitted to ICU. Imdrf impact code f02 captures the reportable event of patient passed away. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, initial puncture was not successful. However, the physician did not see catheter in the jejunal lumen so the device was pulled back into the scope, and re-punctured in a different location with successful placement. Post stent placement, patient experienced abdominal pain. A computed tomography (CT) scan was performed, and showed no signs of perforation or air in the abdomen. Patient was later admitted to the intensive care unit (ICU) for hypotension., and the patient passed away. In the physician's assessment, the cause of death was pulmonary embolism. Additional information on september 17, 2024. It was reported that the autopsy of the patient showed a large hemoperitoneum. As per dr. (B)(6), this is consistent with high likelihood of intraperitoneal bleeding related to the procedure that led to patients death.